Manufacturer narrative:
The returned screw was received completely disassembled. Engineering reviewed the components, and according to their analysis of the components, excessive force lead to the failure of the screw shaft and trolley joint is the primary root cause for the reported incident. A review of the manufacturing records for the screws indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2013.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that post-op x-rays showed a broken iliac screw.subsequently, the screw was explanted.patient outcome: no adverse effect reported as a result of this event.